Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs for (B)(6) 2025 confirmed that there was another energy-producing instrument in the procedure; however, the logs for (B)(6) 2025 could not be reviewed, which would show the last use of the instrument. Additional observation related to customer complaint: the instrument was found to have a frayed grip cable at the yaw pulley. The wires was not broken. There was thermal damage to the yaw pulley observed on the cable that would occur from improper flushing or rinsing during reprocessing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during central processing, a part of the 8mm maryland bipolar forceps instrument's cable looked melted. There was no report of patient involvement.